Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had too high of an occlusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received. Visual inspection noted the rear housing component battery was cracked and lens was damaged. The complaint was duplicated "too high of an occlusion" issue during the investigation. Found high pressure multiple messages in the event history logs. The root cause was the downstream sensor. It was unknown what caused the sensor to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the downstream sensor.

Event description:
Additional information was received: the cadd was not in contact with a patient.